Event description:
The night shift nurse at a nursing home tested a patient's glucose, and received readings of 124 and 128 mg/dl using the facility's elite basic meter. Paramedics were called, and they tested the patient's blood glucose at 40 mg/dl using their meter. No other information was provided about the event, but it's assumed the patient was treated with glucose. Control tests performed using low and high control solutions showed the meter and reagent to be operating as designed. Attempts made to contact the nursing home for more info have not been successful. No product will be returned at this time.